Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding pump was returned with no specific issue. Upon triage on (B)(6) 2018 the service tech found the unit was shutting down immediately on startup.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of ¿the service tech found the unit was shutting down immediately on startup¿. The unit was triaged and the reported condition was confirmed. The j2 connector on the pcb was found to be dislodged which makes the unit shut down immediately on start up. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.